Manufacturer narrative:
The customer did not provide any patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. The fse performed minor system adjustments and did not note any hardware issues which would have contributed to this event. The fse also performed a wash efficiency test which passed within instrument published performance specifications. There is no indication that the access accutni+3 reagent was sent to bec for further evaluation. In conclusion, there is no indication that either the hardware or reagent contributed to this event. There is not enough information to determine a cause for this event.

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one (1) patient on the laboratory's access 2 immunoassay system serial number (B)(4). The initial access accutni+3 result was above the normal reference range of the assay. Subsequent testing of the patient's sample on the same access 2 immunoassay system produced a lower result within the normal reference range of the assay. Additionally, a second sample from the patient was also analyzed on the same access 2 immunoassay system and a result within the normal reference range of the assay was obtained. The initial elevated access accutni+3 result was released from the laboratory. There was a report of a change to the patient's treatment as the patient was transferred to a different facility due to the elevated access accutni+3 result obtained. The patient was drawn and analyzed at this alternate facility using an unknown methodology which produced a negative troponin result. System performance indicators such as access accutni+3 quality controls (qc), assay calibrations and system checks were performing within the laboratory's and instrument's specifications at the time of the event. There were no reports of system errors, flags or other assay issues in conjunction with this event. The patient's sample was collected in a serum tube with a gel separator which was centrifuged for six (6) minutes at 3,300 rpm (revolutions per minute). The sample was analyzed from the primary tube. There were no reports of sample integrity issues associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance.